Event description:
Healthcare professional reported through clinical study that the valve was explanted due to perivalvular leak. The valve was not returned for analysis however a pathology report was sent to the MFR.